Manufacturer narrative:
Product inquiry states the conical extractor to be the subject product. The device was used to extract a non stryker cannulated screw which also broke during the attempt and was also sent to the investigation site. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The tip of the conical extractor received is completely broken off. The breakage surface indicates a (forced) brittle fracture of the device due to a bending overload. To prevent this, the extractor is laser marked with the warning ¿do not lever¿. The material is hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it is not allowed to bend the extractor i.e. Using it as lever arm. According to test report # (B)(4) the axial pull off strength and transmittable torque was tested as follows: ¿with all screw extractors an axial tensile force of 20n could be transmitted without separating the conjunction between screw extractor and screw ¿¿ ¿as the screw extractor sw3,5 is hitting the ground of the screw head with its front surface it can only transmit low moments of torque such as 1,2nm up to 1,9nm. After a modification (shortening of the crest of thread by 1,5mm)at the screw extractor the transmittable torque was between 8,1nm (screw twisted off) up to 1,2nm (breakage of screw extractor). ¿ nevertheless, the achieved moment of torque is regarded as sufficient as the screw-in ¿ and breakaway torque for bone screws generally does not exceed 5nm.¿ based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
It was reported that the operating room staff was extracting cannulated screw from patient, the head of the female extraction instrument broke off. Extracted screw was not a styker screw. No debris reported. First time used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the or staff was extracting cannulated screw from patient, the head of the female extraction instrument broke off. Extracted screw was not a stryker screw. No debris reported. First time used.